Manufacturer narrative:
This report is being supplemented to provide information, based on the device evaluation and the legal manufacturer's final investigation of a reportable event. Device was returned. And the customer's allegation was confirmed. The device evaluation found a broken lens. These damages can be attributed to excessive force by the customer. Based on the results of the investigation, it is likely, that the following led to the malfunction: the reported failure mode/identified defect(s) can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, a definitive root cause cannot be identified. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the telescope optic had a crack. There were no reports of patient harm associated with the event.